Manufacturer narrative:
Reference record (B)(6). Catalog number in d4 is the similar us list number; the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication / respiratory arrest is a known complication of a peg/j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2023 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient's son reported that during the peg/j tubing replacement in (B)(6) 2023, the patient experienced respiratory arrest and was hospitalized for a month. The patient underwent unspecified investigations and the physicians did not report the reasons for the incident. In (B)(6) 2023 the patient was discharged without sequelae. At the time of report, the patient was in moderate condition.